Manufacturer narrative:
The vessel sealer extend instrument was re-evaluated by the failure analysis engineer (fae) team. Initial failure analysis (fa) findings were not confirmed. The grip ring was not dislodged as originally stated in the initial fa. The grip ring screw, however, showed evidence of the drive being stripped which could potentially be the result of over-tightening during manufacturing. There was a discrepancy in the lot number that was used to pull the logs during the initial failure analysis. Further review of the logs indicated the instrument was used for about 1 hour and 24 minutes and 9 homing failures had occurred near the end of the procedure. The instrument had 39 cut events, 146 coag, and 241 seal events, indicating that the instrument had high usage before the homing failures were encountered. A device history record (DHR) review was performed for lot number l86230413-0267, and no non-conformances were found.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the vessel sealer extend (vse) instrument was suddenly not recognized. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. There was no report of clamping or sealing issue. No intraoperative collision or damage during use involving the instrument was observed. There was no patient injury/harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a grip ring dislodged. The grip open lever was not closing fully after opening. The grip ring moves freely up and down on the grip drive adapter. Additionally, the instrument was found to have a loose/stripped grip ring screw. The grip ring screw was not tightened and rotated easily without effort. The instrument also failed homing during initialization on an in-house system. The logs did not reveal any homing failures. The complaint was confirmed by failure analysis.